Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Age at time of event: the facility reporter indicated the patient was approximately (B)(6) old. The facility reporter described the patient weight was approximately (B)(6).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly tortuous right femoral artery after an interventional procedure. Reportedly, difficulty was experienced completing the thumb advancement step; the operator advanced it more than half way and decided to abort the closure procedure. He depressed the safety release button and removed the device from the patient's anatomy. Manual compression was applied for 20 minutes to achieve hemostasis. After the device was removed it was noticed that the flex guide /sheath was bent. The patient did not experience any adverse effect. Though requested, no additional information was provided.